Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, olympus medical systems corp. (Omsc) assumed that the endoscopic image abnormality was caused by the defect of the dvi terminal due to external stress. This stress may have been caused by user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) pty ltd and found followings; as reported, the in and out of the dvi connector were damaged. There were no screws on the dvi1 in and sdi1 in. There were dents and scratches on the front bezel plate. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The device had been sent to biomedical engineering at the user facility for inspection. They found that the device was experiencing an intermittent endoscopic image. They assumed that the phenomenon was caused by a damaged dvi port. There was no report of patient injury associated with this event.